Event description:
It was reported that shaft broke. The target lesion was the right superficial femoral artery (sfa) but there was also stenosis in the left and right eia. Reportedly, there was mild calcification, heavy tortuosity and 100% stenosis (cto). Approach was made from the left femoral artery with a 6f guiding sheath which was delivered to the ostium of the right cia through the steep aortoiliac bifurcation. The right eia was pre-dilatated with a balloon catheter, a stent was placed and this was followed by post dilatation. For treatment of the sfa, a 0.014" guidewire was used to cross the lesion with the backup of a diagnostic catheter. The complaint device was advanced to the sfa but failed to cross the lesion. When the device was being removed, it got stuck in the vessel. The physician attempted to remove the device against resistance but the shaft broke at the guidewire exit port. Only the proximal shaft was removed from the patient. A steerable guidewire was placed in the right femoral artery. It was pulled from the right femoral to the left femoral artery. A snare catheter delivered along the steerable catheter and the distal part of the device was removed from the patient. Reportedly, the exit port of the catheter may have caught on the distal edge of the stent in the right eia. No kinks were noted during the delivery of the device. The lesion in the right sfa was re-crossed with a guide wire and dilatation was attempted with a balloon catheter but the balloon ruptured at 14 atm. This catheter was removed from the patient. Dilatation was successfully conducted using another balloon catheter. A stent was delivered to the lesion and post dilatation was performed. The procedure was completed at the eia following the placement of a stent and post dilatation. There was no impact or consequences to the patient.

Manufacturer narrative:
The device has not yet been evaluated. The investigation is currently in progress.